Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). Analysis of the recharger (B)(4) found evidence of a bent connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported the desktop charger connector pin was bent and the recharger was not charging when plugged in. The patient also reported when he wiggles the insr antenna cord, the plug icon intermittently goes in and out. The patient reported this issue was going on for a while, so the patient became frustrated and reported that he stopped charging the ins. The patient reported it had been a year since the ins was charged. The patient also reported meeting with a manufacturer's representative (rep) who gave them a temporary recharger to use and instructions on how to perform a trickle charge, due to the suspected overdischarge. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.